Event description:
After nurse had spiked bag of saline, one hour into surgery, the surgical tech noted that irrigator was dripping from bag through battery pack onto floor. At this point, irrigator had not been used in pt. Fluid on floor was dark grey color. Replaced irrigator and saline.